Manufacturer narrative:
The reported field event of seroma and infection was not confirmed in the laboratory. The device was tested on the bench [and using automated testing equipment,] and no anomalies were found.

Manufacturer narrative:
Correction: h6 clinical codes should include 2069 - seroma and 1930 - unspecified infection.

Event description:
Related manufacturer reference number: 2017865-2021-15820 related manufacturer reference number: 2017865-2021-17563 related manufacturer reference number: 2017865-2021-17564 related manufacturer reference number: 2017865-2021-17566 new information received notes that the patient had a pocket infection. The implantable cardioverter defibrillator and leads were removed. The patient was in recovery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15820. It was reported that the patient presented in clinic for a follow up. It was revealed that the patient's had a pocket seroma. The implantable cardioverter defibrillator pocket was revised on (B)(6) 2021. During the procedure, an x-ray revealed that the right ventricular lead was dislodged. The lead was removed and replaced. There were no patient consequences.